Manufacturer narrative:
The casters were worn and needed to be replaced. Technician replaced the casters and the brakes functioned properly. The stretcher was found out of service in a storage area and there were no alleged injuries.

Event description:
Technician alleged that the brake casters did not hold in the brake mode.